Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
After multiple attempts to obtain additional information, no further information was provided.

Event description:
It was reported that during a right hemi colectomy procedure, the case went well. They had to bring the patient back into the or due to her hemoglobin being low. It is unknown how long after the surgery, the patient was brought back into the or. There was a leak at the last firing in the middle of the staple line where the surgeon closed off the anastomosis. The surgeon stated that the leak was due to the new three d stapling technique. The surgeon over sewed the area where the leak was and then over sewed the entire staple line with sutures. There was no blood transfusion needed. The patient is currently doing fine. The device was discarded.